Event description:
The distributor reported on behalf of the customer that the calf support sheared off during delivery. It is further reported that an add'l member of staff was used to support the leg. The distributor reports the birth was completed successfully. There was no reported injury to pt or user.